Manufacturer narrative:
H10: the customer biomed engineer (bme) reported a flow sensor replacement was determined to be necessary for correction. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, flow sensor assembly, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer biomed reporting a low leak co2 rebreathing risk alarm message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme confirmed the whisper swivel in correct placement; and the tube set was verified as working properly. The rse advised the bme to verify the position of the flow sensor tubing and data acquistion (da) printed circuit board assembly (pcba). The investigation is ongoing.